Event description:
Philips received a complaint that the traumob x patient trolley table top has shown a large crack in the surface while a patient was lying on it. The patient was not injured.

Manufacturer narrative:
The investigation is still ongoing on this event. When the investigation is completed a follow-up report wil be sent to the FDA. (B)(4).